Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that pump met all requirements for release. The cause of the reported event cannot be conclusively determined. An increase in power may be due to pump thrombus/thrombosis, a known potential complication associated with all patients implanted with vads. Patients with vads necessitate continuous anticoagulation and antiplatelet therapy to prevent thromboembolic complications associated with these mechanical circulatory support systems. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Event description:
Approximately three and a half months after the implantation, the patient reported that she had developed elevated vad ((B)(4)) power consumption and flow estimations while at home. The patient is in the habit of recording her vad parameters every day. The facility vad coordinator recommended that the patient come to the outpatient clinic for evaluation. Investigation is ongoing.